Event description:
On (B)(6) 2013, the patient's husband reported that his wife was in the intensive care unit at the hospital with diabetic ketoacidosis on (B)(6) 2013. He stated that her insertion device was not fully inserting her infusion set and he thinks that led to her condition. He stated that the infusion set would have to be pushed in the remainder of the way by hand. Before going to the hospital, the patient was vomiting, becoming dehydrated, and delusional. She told her husband that she was testing her blood glucose levels, but she had not been doing so. At the hospital her blood glucose level was 750 mg/dl. Hospital staff stated that the infusion set not being properly inserted led to her elevated blood glucose levels and diabetic ketoacidosis. The patient was treated with an IV of insulin and fluids. The insertion device and infusion set were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.